Event description:
It was reported that the system would alarm and then would not respond to customer's commands. This issue is indicative of a system lock-up. There is no report of pt injury or death.

Manufacturer narrative:
No ge service was performed. The customer did not approve the quote for service. No conclusion can be drawn as repair info is not available.